Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. Access was obtained via the radial artery. The 99% stenosed lesion was located within a non bsc stent in a moderately tortuous and severely calcified left anterior descending artery that contained a significant bend. A 4.5x20mm quantum maverick balloon was advanced to the lesion and inflated to 15 atms when it ruptured on the first inflation. The lesion was predilated with another quantum maverick balloon. The procedure was completed by deploying a stent of unknown manufacturer and post-dilating with a non bsc balloon. No patient complications occurred. Patient status is listed as good.

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - blood was present in the distal outer. Microscopic inspection and using the inflation device identified a balloon pinhole approximately 11mm from distal end of the balloon. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. Access was obtained via the radial artery. The 99% stenosed lesion was located within a non bsc stent in a moderately tortuous and severely calcified left anterior descending artery that contained a significant bend. A 4.5x20mm quantum maverick balloon was advanced to the lesion and inflated to 15 atms when it ruptured on the first inflation. The lesion was predilated with another quantum maverick balloon. The procedure was completed by deploying a stent of unknown manufacturer and post-dilating with a non bsc balloon. No patient complications occurred. Patient status is listed as good.